Manufacturer narrative:
Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective/damaged/adapter/connector defective/damaged with lot #9332951, regarding item #(B)(4). Occurrence: 1st. Related complaints: n/a. DHR review: a review of the device history record was completed for sub-assembly #8607679, lot 9303692. Manufactured from 20-nov-2019 to 28-nov-2019 used in claimed lot 9332951. This lot was reviewed regarding the tests of ¿damaged component¿ and were not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component" or anything that could lead to this complaint. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and it was not verified records related to this issue. In addition to the lack of evidence that could cause this complaint during the analysis of the batch history, corrective maintenance and non-conformities, this complaint does not contain a photo or samples for analysis. According to the customer's description, it was not possible to associate the defect with the fmea, so at this moment no changes will be necessary in the fmea (B)(4) and the defect will be monitored according to the qda meeting. Investigation conclusion: no samples or photos are available for analysis. Root cause description: based on the investigation results to date the root cause was not determinate for this complaint.

Event description:
It was reported that connector release occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "catheter with defect, connector is releasing during its use."